Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was undamaged. There was no evidence of moisture contamination inside battery compartment. No moisture was observed behind the display lens. The battery cap was not returned; a test cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations and was exercised for 24 hours with no power interruptions occurring. A leak test revealed a leak due to a case cover crack on front of pump between the lens bezel and case seal. The pump cover was removed; internal moisture was found on the printed circuit board and internal components. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation, however moisture was observed in side the pump.